Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after surgery during cleaning the device had a bare wire, stripped/damaged pam cable. The metal wires were exposed. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the unit was confirmed to have a damaged power cord. The electrical wires were not exposed. The plug harness assembly was replaced and resolved the reported issue. It was noted that the device was manufactured in 2015 and has not since been returned for annual preventative maintenance. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.